Event description:
It was reported that the patient presented at clinic for an implantable cardioverter defibrillator (ICD) implant procedure. During the procedure on (B)(6) 2025, the implantable cardioverter defibrillator (ICD) exhibited a high pacing impedance when the left ventricular lead was inserted into the device, and therefore, it was not implanted. The ICD was successfully replaced. The patient was stable.